Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device could not communicate with the patient activated remote monitor. Troubleshooting was performed and the telemetry issue could not be resolved. The device remains in use and will undergo further troubleshooting steps to determine the issue. It was further reported that the patient activated remote monitor has issues connecting via bluetooth with the phone application and could not communicate with the device. The patient activated remote monitor was removed from service and a new activator was sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.